Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted / explanted. (B)(4). Device history records review was completed for part# 03.804.700s, lot# 0816020. Manufacturing location: (B)(4), manufacturing date: oct 04, 2016, expiry date: aug 01, 2018. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial kyphoplasty procedure on (B)(6) 2017, the synflate balloon ruptured during inflation. The surgeon had initially placed the balloon on the right pedicle at level l2 and during early inflation the balloon burst. The pressure was not high and at the low end of the pressure spectrum when the balloon ruptured. The contrast held within the balloon leaked into the intervertebral space. The surgeon removed the balloon and cleaned out the dye. A back-up synflate balloon was readily available and the surgeon approached the left pedicle at l2 and was able to successfully inflate the balloon and insert the cement. A surgical delay of 1-2 minutes was reported. No fragments were left behind in the patient. No additional medical intervention was required. The procedure was completed successfully. Patient was reported as stable. Concomitant medical products: access kit (part# unknown, lot# unknown, quantity 1); inflation system (part# unknown, lot# unknown, quantity 1). This report is for one (1) synflate balloon/small-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional device product code: hrx. Product investigation was performed. One (1) small synflate balloon (part 03.804.700s, lot 0816020) was returned to customer quality and the complaint condition was able to be confirmed. A small hole could be found along the surface area of the balloon. A visual inspection, drawing review, and device history record (DHR) review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were identified. Failure code of ¿cracked¿ was selected as the device was not broken into two or more pieces. The small synflate balloon (03.804.700s) is a component of the synflate system which is a balloon-based vertebral augmentation system utilized for vertebral compression fractures and osteolytic lesions. The system technique guide notes the following regarding balloon inflation: ¿ proceed with inflation slowly, stopping every few seconds to allow the bone to adjust to the pressure/volume changes; ¿ the balloons may leak or burst if they are filled beyond their maximum volume or pressure. Relevant drawings for the returned devices were reviewed. The design and materials were found to be appropriate for the intended use of these devices. The damaged small synflate balloon was examined and the complaint condition was able to be confirmed as a small hole could be found along the surface area of the balloon. No definitive root cause was able to be determined based on the complaint description. Burst balloons are often related to inflation technique or contact with sharp biology. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.